Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Customer will not return the product. Customer is satisfied with device function. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer's daughter is calling complaining of high blood glucose test results. The customer's expected fasting blood glucose test result range is 84mg/dl-115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer ran control test and the results were within range. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/21/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.